Manufacturer narrative:
A partial lead with the distal tip measuring 39.6cm was returned for analysis. External insulation abrasion was noted at 13.0-13.5cm and 28.6-29.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that oversensing was observed on both the rv and ra channels. Low pacing lead impedance was also noted. Lead damage was suspected. Leads were explanted and replaced. Post explant, an iatrogenic pneumothorax was diagnosed. A pneumocath was inserted for drainage and the issue was resolved. The patient was discharged and was doing well.